Event description:
It was reported that the user experienced recurrent high and low blood glucose while using the ilet with steel infusion sets, frequently paused insulin delivery, administered subcutaneous insulin injections by pen outside the system, and changed infusion sets and cartridges multiple times when hyperglycemic, raising concern for interrupted or inadequate insulin delivery and maladaptive pump use. Symptoms included low glucose and high glucose with the latest event peaking at 400 mg/dl. Outcomes included the need for troubleshooting and education, and replacement infusion sets, cartridges, and adaptors were shipped. Investigation included a review of device use, education on correct hypoglycemia treatment, guidance to avoid pausing delivery and off-pump injections, and instruction to contact support for supply changes during suspected non-delivery. Investigation of this case revealed user-related technique factors with probable infusion site or set performance concerns. It was concluded that the event was related to use error leading to hyperglycemia and hypoglycemia, with mitigation through user education and replacement of disposable components. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.